Manufacturer narrative:
Citation: kang, y et al. Comparative analysis of structural valve deterioration after bioprosthetic tricuspid valve replacement: bovine pericardial versus porcine valves. Artificial organs. 2021; 45:911-918. Doi: 10.1111/aor.13909. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding structural valve dysfunction (svd) after the implant of a bovine or porcine pericardial bioprosthetic surgical tricuspid valve. All data were retrospectively collected from a single center between 1996 and 2018. The study population included 134 patients (predominantly female, mean age 61 years), 20 of whom were implanted with medtronic hancock ii surgical valve. The remaining patients were implant with a non-medtronic bovine pericardial valve (108) or a non-medtronic porcine pericardial valve (6). Serial numbers were not provided. Among all patients implanted with a porcine pericardial surgical valve, adverse events included: regurgitation, cerebral vascular accident (cva), mediastinitis and bleeding that required re-intervention. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.